Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that according to the tablet, the impedance was showing out of range during stage two procedure. The physician removed and replaced the extension and the issue was resolved. No patient symptoms were reported.